Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the cause of noise on the ra channel was skeletal muscle activation. The physician will continue monitoring the shock impedance measurements.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited noise that was able to be reproduced with patient isometrics. Additionally, the ICD and right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 125 ohms. Boston scientific technical services (ts) discussed troubleshooting options. Additional review of stored device memory also noted an episode that was in and out of the vt and vf zones that was finally detected in the vf zone and quick convert anti-tachycardia pacing (atp) was delivered. The rhythm was noted to have slowed back into the vt monitor only zone following atp, however, shock therapy was delivered. Ts discussed that shock therapy is committed as long as the rate stays above the lowest rate cutoff. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
The product is in possession of the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that this ICD and rv exhibited continued high out of range shock impedance measurements greater than 125 ohms. An invasive procedure was performed. Lead to device header connections were verified to be appropriate and the root cause of the reported clinical observations was not determined. The device was explanted and replaced and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.